Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer insulation breached depression; partial lead in segments was returned for analysis. The distal conductor was stretched and there was blood/body fluid.

Event description:
It was reported that the lead had high or unstable or unmeasurable thresholds. The lead was replaced. No patient complications have been reported as a result of this event.